Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and observed in the same edge striated opening and broken shell in the device. A dimension measurement in the shell was performed which identify the thickness within specification and missing piece of the shell. Based on the device analysis the final assessment is: -a sharp broken assessed as an unidentified (tear) opening. -a striated edge opening on anterior side assessed as surgical damage. -a striated edge broken on anterior side assessed as surgical damage. -missing piece of the shell assessed as inconclusive. Additional, changed, and/or corrected data:

Event description:
Patient reports left side rupture. The device has been explanted.

Event description:
Patient reports left side rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number (B)(4). All available information has been consolidated into this report. Original aware date was updated to (B)(6)2019 to reflect the date that this event was first reported in the duplicate record.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports left side rupture. The device has been explanted.